Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Involved reciproc file r40 6/100 25mm 040 that broke during use is not available and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1358694, 1361723, 1359958, 1364132, 1364533). Root causes are not identified. This kind of event is tracked and we monitor the trend.